Event description:
It was reported that the device had failed volumetric test during preventative maintenance (pm). There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. The device has not been in for service within the review period. The reported problem was duplicated as preventative maintenance was required. As a result, preventative maintenance was performed. The device then passed all tests requirements.